Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, serial number label missing, stained keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer.

Event description:
The customer reported via phone call that piece of the reservoir compartment was missing. The customer¿s blood glucose level was 167 mg/dl. The customer also reported that the reservoir was able to lock in place when inserted in insulin pump. The insulin pump will be returned for analysis.